Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), it was observed that the data acquisition (da) printed circuit board assembly (pcba) started smoking. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended a new da pcba and cable between the da and the motor controller (mc) pcba. A manufacturer's field service engineer (fse) was dispatched to the site, and it was confirmed that it was a replacement cable that caused the da pcba board issue. It was when the customer put in the new cable that caused the da pcba board to spark and burn. The fse checked the connections to make sure there was no issue and to make sure no power had been going to the device. The fse determined to order a new da pcba board to replace the damaged one and a new cable. The defective cable has been returned to philips. The investigation concludes that no further action is required at this time regarding the damaged da pcba. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.